Manufacturer narrative:
B5: additional information received: during the procedure sac filling was observed. Because the left iliac was aneurysmal and contained diseased tissue, a limb was placed proximal to the aneurysmal portion that was a part of the anatomy that was suspect for a type ib. After two more grafts were placed the sac was still filling despite placing longer limbs, so the physician elected to look above at the main body and re-line with a limb from the flow divider on down to the distal seal zone. Since that resolved the leak, it was suspected but not confirmed the leak was a type iiib. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. The patient emailed technical services approximately 7 months post the index procedure and reported the stent graft failed to open. The patient reported they remained in hospital for 3months after the procedure, in a coma for 2 weeks and required 4 further surgeries. The patient reported that they are just starting to walk unsupported. It was confirmed that during the index procedure a persistent endoleak was observed after the placement of the third endurant stent graft. It is unknown which stent graft contained the endoleak. To address this, an additional 3 endurant stent graft limbs were placed to seal off the distal endoleak and the physician extended the seal zone by embolizing the left internal iliac artery and relining the existing stent limbs, extending from the flow divider to a new, more distal seal zone in the left external iliac artery. The procedure lasted approximately four hours and the patient was extubated 1 day post the index procedure and was doing well. It was not known that the patient had a stent graft that failed to open, nor were any associated adverse events or sequelae recognized. Per the physician the cause no cause was provided. There is no further information at this time.

Manufacturer narrative:
Continuation of d10: : this is a system report. The section d information is for the primary device, which was in use with the foll owing: product ID: etlw1616c82e, serial #: (B)(6), ubd: 14-may-2025, UDI#: (B)(4) ; product ID: etlw1620c156e, serial#: (B)(4), ubd: 19-jun-2024, UDI#: (B)(4) ; product ID: etlw1616c199e, serial #: (B)(6), ubd: 12-sep-2025, ud I#: (B)(4) ; product ID: etlw1616c146e, serial #: (B)(6), ubd: 22-mar-2025, UDI#: (B)(4) ; product ID: etlw1624c156e, serial #: (B)(6), ubd: 10-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.